Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084373) on 06-mar-2019. The most recent information was received on 23-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramping') and pregnancy with contraceptive device ('I got pregnant just months after placement') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure didn't work!". Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for abdominal pain, abdominal pain lower and pregnancy with contraceptive device with essure. Most recent follow-up information incorporated above includes: on 23-jul-2019: this record was detected to be a duplicate to case # us-bayer-(B)(4) to which all information will be transferred. Then this duplicate record (us-bayer-(B)(4)) will be deleted incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084373) on 06-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") and pregnancy with contraceptive device ("I got pregnant just months after placement") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure didn't work!". Concomitant products included celecoxib (celexa). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for abdominal pain, abdominal pain lower and pregnancy with contraceptive device with essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.